Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. A visual examination confirmed the reported condition of a leak at the fillport. The cause was determined to be excess torque applied to the fillport during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
A customer reported a leak in an infusor, in which occurred from the connection between the luer and the fill port. This occurred at the end of infusion, as the patient observed residual drug inside the reservoir. The concomitant drug is unknown. The blue winged cap, used to cover the fill port, was already removed at the hospital and the patient did not have the cap in order to stop the flow. There was no patient injury nor medical intervention associated with this event.